Manufacturer narrative:
Product event summary: the full lead was returned, analyzed, and no anomalies were found. It was noted that the distal lv (low voltage) electrode of the lead was covered in body tissue/fibrotic growth.

Event description:
It was reported about two weeks after implant that the patient's right atrial (ra) lead and right ventricular (rv) lead were explanted and replaced due to dislodgement. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.